Manufacturer narrative:
A follow-up report will be submitted once the investigation is complete.

Event description:
The customer reported that the loudspeaker does not work. The device was not in use on a patient at the time of the complaint/event. There was no adverse event to a patient or user.